Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008162, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008162 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 8 on 12-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g00588 was manufactured according to the wi version 64 and manufactured in the machine sc04, on 09-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g02490 was manufactured according to the wi version 64 and manufactured in the machine sc03, on 11-jul-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4g00553 was manufactured according to the wi version 7 and manufactured in the machine itl01, on 04-jul-2024, with a total of (B)(4) units. Review of the DHR showed that an extended inspection was created due to raised guard, extended inspection was found within specification conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Extended inspection is not related with the claimed malfunction. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.